Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: during a lap chole case the surgeon encountered issues with the cutting function of the device. Additional information received via email on 16dec2021 from [name], applied medical account manager I. The cutting issues occurred from the first use of the device. The device was "not totally non-functional, as the proximal blades cut fine, but as in previous cers the tips were not cutting cleanly but were gnawing with repeated handle squeezes." About 10% of the jaws would not cut tissue. The tissue being cut was "tissue around the cystic duct and artery, the cyst and artery themselves and the membranous tissue connecting the gallbladder to the liver bed." The device was used to complete the case. "The surgeon went deeper on the blades when possible, but when he had to stay shallow and only use the tip he either gnawed or grasped with the scissor and pulled to separate the tissue. "No patient injury, "but effected procedural efficiency." Product is available for return. Facility is also returning nine unopened sterile units of the same lot. Additional information received via email on 06jan2022 from [name], applied medical qc team leader. "We received cer (B)(4) and based on the rga the amount of sterile units to be returned should be 9 ea plus the incident unit but we received only 8 ea sterile and the incident unit." Additional information received via email on 06jan2022 from [name], applied medical health system manager. "These are all the sterile units returned." Patient status: no pt injury, but effected procedural efficiency. Type of intervention: device was used to complete the case. The surgeon went deeper on the blades when possible, but when he had to stay shallow and only use the tip he either gnawed or grasped with the scissor and pulled to separate the tissue.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: during a lap chole case the surgeon encountered issues with the cutting function of the device. Additional information received via email on 16dec2021 from [name], applied medical account manager I. The cutting issues occurred from the first use of the device. The device was "not totally non-functional, as the proximal blades cut fine, but as in previous cers the tips were not cutting cleanly but were gnawing with repeated handle squeezes." About 10% of the jaws would not cut tissue. The tissue being cut was "tissue around the cystic duct and artery, the cyst and artery themselves and the membranous tissue connecting the gallbladder to the liver bed." The device was used to complete the case. "The surgeon went deeper on the blades when possible, but when he had to stay shallow and only use the tip he either gnawed or grasped with the scissor and pulled to separate the tissue. "No patient injury, "but effected procedural efficiency." Product is available for return. Facility is also returning nine unopened sterile units of the same lot. Patient status: no pt injury, but effected procedural efficiency. Type of intervention: device was used to complete the case. The surgeon went deeper on the blades when possible, but when he had to stay shallow and only use the tip he either gnawed or grasped with the scissor and pulled to separate the tissue.

Manufacturer narrative:
Correction: d9 - date returned to manufacturer was update to january 03, 2022. The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.